Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin injection (1000mg) and amikacin injection (125mg), (frequencies and routes not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: relevant tests/laboratory data. Upon follow up it was reported the fluid was clear and the antibiotic therapy was completed. The patient was recovered from this peritonitis event and was ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.